Event description:
A hospital in another country, reported via our distributor that an rt340 adult breathing circuit could not be heated. Our distributor further reported that one pin in the heaterwire connection was bent, and it could not be connected properly. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The returned breathing circuit was visually inspected for bent pins in the heaterwire connection. Results: one of the pins in the heaterwire connection of the expiratory tube was bent. We were unable to carry out a lot check as no lot information was provided with this complaint. Conclusion: an improvement was made to the production process to prevent bent pins passing the production test. We were unable to establish whether this breathing circuit was manufactured before or after this improvement became effective, as no lot information was provided with this complaint. Our monitoring and trending of bent pins on heated breathing circuits worldwide for the last year to the end of 2008, has a rate of occurrence of 0.0015 %.